Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a low battery alert and had a high blood glucose event. The customer¿s blood glucose was 466 mg/dl at the time of incident. Customer treated with insulin pump and no high blood glucose troubleshooting was performed. Customer stated that the insulin pump had a low battery alert prior replace battery now alert. The customer was advised to monitor and call back if issue recurs. The product is not expected to return for analysis. Unomed set.